Event description:
It was reported that during start up, the cs300 intra-aortic balloon pump (iabp) batteries were not charging properly. There was no patient involvement reported. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse verified that the unit charges the batteries correctly. Functional tests were performed on the unit while disconnected from the mains; it passed the tests successfully. The batteries showed no issues regarding runtime. No parts were replaced.